Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-23, serial/lot #: (B)(6), ubd: 18-oct-2026, UDI#:(B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant approximation with the evproplus-23, the recapture point was exceeded, making it impossible to resheath and reposition the valve, which then had to be released. Subsequently a second valve was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. During valve deployment in the cusp overlap view, depth appeared to be approximately 0mm on the non-coronary cusp and above the annulus on the left coronary cusp in the left anterior oblique (lao) view. As referenced in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 5 mm, consider recapture. Caution: bioprosthesis implant depth 1 mm may contribute to an increased risk of prosthetic valve migration. There is evidence that the point of no recapture was surpassed and an attempt to recapture failed. As stated in the IFU, the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. In this case, full recapture was not possible and consequently, the valve had to be released which resulted in aortic dislodgement. The dislodged valve was not initially snared, which caused the second delivery catheter system to interact with the dislodged valve. There is evidence that a snare was eventually used (10). It was reported that the second valve was subsequently implanted. Images of the second valve implant were not provided. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, at the end of the deployment process the problem with the delivery catheter system (dcs) occurred. No difficulty turning the deployment during deployment was noted and the capsule responded to turning the deployment knob. During the positioning check, the valve was observed to be in the 0 to -1 position so the valve was recapture was attempted while at the point of no return. The valve was subsequently released as it was unable to be recaptured at the point of no return. Per the physician, no patient anatomical features contributed to the deployment issue. Prerequisite techniques were used to ensure the first valve would not interfere with the patient as the second valve was implanted.

Manufacturer narrative:
Updated data: a2 b5 d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant approximation with the evproplus-23, the recapture point was exceeded, making it impossible to resheath and reposition the valve, which then had to be released. Subsequently a second valve was implanted. No patient complications have been reported as a result of this event. Additional information was received that during the valve implant, at the end of the deployment process the problem with the delivery catheter system (dcs) occurred. No difficulty turning the deployment during deployment was noted and the capsule responded to turning the deployment knob. During the positioning check, the valve was observed to be in the 0 to -1 position so the valve was recapture was attempted while at the point of no return. The valve was subsequently released as it was unable to be recaptured at the point of no return. Per the physician, no patient anatomical features contributed to the deployment issue. Prerequisite techniques were used to ensure the first valve would not interfere with the patient as the second valve was implanted. Additional information was received that the first valve was trapped and snared into the ascending aorta so that the second valve could be advanced successfully.